Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7077449.

Event description:
It was reported that the patients leads were fractured. Most of the contacts had high impedances.

Event description:
It was reported that the patients leads were fractured. Most of the contacts had high impedances. Additional information was received that the patient experienced a loss of stimulation. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (sn (B)(6). The returned lead was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Sc-2317-70 (sn (B)(6). The returned lead was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor.

Event description:
It was reported that the patients leads were fractured. Most of the contacts had high impedances. Additional information was received that the patient experienced a loss of stimulation. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.